Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The reason for reoperation: ¿ruptured implant and silicone leaking¿, ¿soreness and pain in breast area." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported, via regulatory agency, ¿ruptured implant and silicone leaking¿, ¿soreness and pain in breast area." Patient additionally reported that they experienced the events of ¿suffering from a range of symptoms that also come under breast implant illness¿, ¿chronic fatigue¿, ¿headaches¿, ¿muscle weakness and pain¿, ¿nausea¿, ¿brain fog/cognitive memory issues¿, ¿depression & anxiety¿, ¿food intolerances and ibs¿, ¿chronic bladder weakness¿, ¿sensitivity to light and sound¿, ¿sore throat/flu symptoms¿, and ¿bia alcl - yet to be diagnosed;" these events are not considered device related. The device remains implanted. Side is unknown.